Event description:
The wife of a (B)(6) old male patient called zoll customer support to report that the patient's battery charger/modem would not power up. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (will not power up) was confirmed. Upon investigation, the charger would not power on. The cause for the charger not powering on was defective flash memory chips could not be positively identified. No adverse event resulted from the flash memory failure. The patient received a replacement battery charger/modem.